Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500, the customer noticed that there was a bit of 'catching' when harvesting device was at distal end of harvesting canula. The harvester did not initially load the device, however prior to inserting in patient's arm, they removed the harvesting device, and re-loaded into harvesting cannula. At that time, the 'catching' was noticed by the end-user. Anti-fog device was used at the distal end of the cannula and at the port of device to aid in lubrication. The 'catching' was noticed during the procedure as well, with end-user moving device forward with a rotating motion to enable a smoother transition from end of the harvesting cannula to extending beyond for branch ligation. The case was completed smoothly with no patient issues utilizing the initial device.

Event description:
Related tw (B)(4).

Manufacturer narrative:
Trackwise (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period march-2020 through feb -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 /4105/213/67) enter investigation the device was returned to the factory for evaluation on 03/31/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws of the harvesting device. There were no visual defects observed on the metal shaft as well as near the base of the jaws in the photograph that was circled in blue. An investigation was conducted on 04/14/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device as well as on the cannula. The harvesting device was returned inside the cannula. The cannula and c-ring was observed to be intact. The harvesting device was removed from the cannula with no physical or visual difficulties. The heater wire on the harvesting device was observed to be intact, no visual defects were observed. The gray silicone insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until the endoscope snapped into place. The harvesting device was then inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.